Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples were received for investigation of complaint reported via post market survey; however the customer has indicated that a leakage was identified during use of a bd maxzero¿ needle-free connector. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. In this instance, without the complaint sample or additional information about the exact nature of the defect it is not possible to conclusively link this feedback to a specific failure mode.

Event description:
It was reported that 2 unspecified bd maxzero¿ extension sets leaked nacl pabrinex, and 13 sets leaked contrast media during a power injection. The following information was provided by the initial reporter: "it was reported via post market survey that clinicians encountered leakage of fluids (not contrast media and not during power injection)( 2) , leakage of contrast media (during power injection) (13)." "Additional information related to the fluid(s) that leaked when using the bd maxzero¿ extension set(s) (not during power injection). Nacl pabrinex."